Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer's blood glucose (bg) level was 68 mg/dl. Reportedly, the low bg level was due to the customer miscalculating carbohydrates when delivering a bolus with the pump. The customer ate food to address the low bg level.